Event description:
It was reported that the collet left a black mark on the pt. Additional info on this event was requested from the account on (B)(6).

Manufacturer narrative:
The device was returned to the manufacturer for an investigation. A sample was taken of a residue that was inside the collet for further analysis. At this time, it would appear that the most probable factor causing the black marking was from mobile 28 leakage after the device was autoclaved.